Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report low isig value. Customer reported that isig value is out of normal. The blood glucose level was not included in the report. No further details given.

Manufacturer narrative:
The transmitter was unable to charge due to a broken cow catcher and damage on all of the contact pins. The functional tests could not be confirmed due to the charge anomaly.